Event description:
Physician attempted to use coag function on forcefx cautery, device did not work. Cut function worked coag did not. Staff swapped surgical pen and grounding pad, coag function still did not function. Device was removed and sent to biomed for testing. Replacement forcefx functioned with same pencil and grounding pad. Biomed checked error codes (198-stuck foot pedal) was the only error. Machine was tested over a 2 day period using an electrosurgical analyzer and no problem found. Unit was returned to service. Ten days later, the same unit was sent to biomed with the same complaint, however, this time the failure could be duplicated with simulator, but no new error codes were noted. After troubleshooting, it was determined that the contacts on the coag power relay were dirty and not conducting. Contacts were cleaned, unit was tested and returned to service. No further issues. There was just a slight delay as they swapped out the unit.preventive maintenance checks were completed in 3/09 and 9/09 on this device.